Event description:
It was reported that there was a perforation while the physician was explanting the lead and the patient died. No further information is available at this time.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. Product ID: rvdr01, implanted: (B)(6) 2011. (B)(4).